Manufacturer narrative:
Per the clinic, the device is not available for analysis. No additional infection episodes were reported. This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed recurrent infections at the implant site as well as skin overgrowth on the abutment. Treatment of previous infections was reported with antibiotics. Revision surgery occurred on (B)(6), 2010 and the patient was fitted with a different style abutment. The implanted device remains.